Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported high blood glucose levels of 260 mg/dl with ketones, while wearing a pod for 4 to 24 hours on the leg. The patient had symptoms of a headache, dizziness, and nausea at the time. The patient stated that they treated the high blood glucose levels by giving themselves a manual injection with a novolog pen and then trying to bolus with the pod. When that did not work, they then changed the pod and gave themselves another manual injection. The patient stated that they sought medical attention due to not being able to get their ketones down for over the past three (3) days. Patient was in the emergency room for a few hours.